Event description:
Procedure type: low anterior resection. According to the reporter, the device was fired and then leak tested with saline and air. There were bubbles indicating that the anastomosis was not secure and had a leak. The doctor then used another instrument to re-anastomose the tissue. Upon firing the new device, he tested the anastomosis and there were no bubbles, the anastomosis was complete, secure and in-tact.